Event description:
During a remote follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. Provocative testing was performed and the lead noise was reproduced. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular lead was capped and replaced to resolve the event. The patient was in stable condition.